Event description:
It was reported that the customer received multiple no delivery alarms form his insulin pump. His blood glucose level was 217 mg/dl. The customer stated that the received a no delivery alarm even after he changes his infusion set. Standard troubleshooting was performed. The insulin pump functioned according to specification. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.